Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that patient's right knee was revised due to mechanical complications. Surgeon would not elaborate on the mechanical complications but emphatically ruled out the devices having caused or contributed to the complications. Patient's entire knee construct was revised to a triathlon ts construct.